Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired three times, the last repair being for the ratchet getting stuck on the device reported on 28 november 2018. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2019, it was reported from (B)(6) medical center that a mesher was tearing and bunching up skin. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 2 november 2018 and it was noted that the comb was rough. Upon further evaluation, that the sideplates were found to be damaged which made it difficult to slide the latching pins into position. None of the pretests could be performed due to the damaged sideplates. Repair of the mesher occurred the same day and involved replacing the comb and sideplates. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was rough, which can catch the skin as it passes through the device and either make it bunch up or tear, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
Skin graft mesher was tearing and bunching up skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.